Event description:
It was reported that her pump was in pause mode for two days and she did not get any medication. Pt was hospitalized (unknown symptoms) but restarted and back to her regular dose. Np wanted smith's medical to know that there should have been an alarm going off for not infusing. No further information provided. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Cannot perform a DHR review because a serial number was not provided by the customer.